Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion was interrupted during a 3d spin. The software is causing issues with the spin. Further troubleshooting from multiple site visits from the representative determined the motion batteries were depleting too fast and that the capacitance was low. Attempted to change the gantry controller but did not resolve the issue. Additional visits found the system to have high torque levels due to worn out grooved rollers inside the gantry. Once the rollers were replaced and the gantry controller was replaced. The system was tested and the system then passed checkout successfully and functions as intended. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system could not take 3d spins with the hand-switch and foot pedal. When initiated, the tube and detector goes to the initial position, but then make 1-2 beeps and stops taking a scan, with an message stating that the images were interrupted. The scans were being done on cadavers. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned v-groove rollers resulted in a mechanical failure found through visual/physical examination. Analysis states that, the visual inspection shows 24 groove roller bearings are worn and in used condition. Due to wear they do not spin smoothly causing excess friction. Worn groove rollers bearings. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.